Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) generated an error message and became inoperative. Although requested, it is unknown if the patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this malfunction with the customer over the telephone. The tse recommended replacing the graphic user interface (gui) central processing unit (cpu). The customer will conduct the repair, and will call for a customer service engineer (cse) to download the operating software.

Manufacturer narrative:
(B)(4). Customer informed patient was transfer to an alternate ventilator with no harm or injury due to the event.

Manufacturer narrative:
(B)(4). One breath delivery (bd) printed circuit board (pcb) was returned for investigation. A visual inspection was performed, and no anomalies were observed. The bd pcb was attached to a failure investigation test ventilator for analysis, and powered. The ventilator passed power on self-test (post) without errors being recorded in the diagnostic logs tests and calibration were performed without errors or alarms being generated. The test ventilator was set into ventilation mode for 24 hours without error or alarms. The customer reported malfunction was not verified.